Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped inflating. Upon revision, a fluid loss was identified due to a puncture in the tubing, and air was observed in the device; therefore, the existing ipp was removed and replaced. No patient complications were reported.